Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient accidentally pulled the impella cp into the aorta. The physician made several attempts to cross valve before making the decision to explant the device. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on the provided clinical details, the root cause of the positioning issue is due to use as the patient pulled the device into the aorta. Added h6 impact code 4627 and 4628 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank. G1 MDR reporting contact email.